Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received some shocks, possibly three, and that the episode egms were squarish. The technical consultant stated that there was also high impedance greater than 2000 ohms and a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.